Event description:
The hospital reported that during the saphenous vein haresting procedure, the balloon popped on the short port. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.